Event description:
It was reported that customer¿s pump displayed malfunction alarm and repeatedly showed same malfunction message after the distributor turned pump off and back on. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was planned for return and distributor arranged replacement pump, while further evaluation of returned device was pending and no additional outcome information was received regarding event.